Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer initially called in about having issues with the sensor. The customer stated that the sensor was inserted and she received sensor error and calibration error alerts. Customer stated that the sensor only lasted 4 days, she removed it and it was bent. Customer was advised about the proper insertion and calibration process. During the call; the customer reported that she was experiencing a lot of low blood glucose events and lately she has been having highs. Customer stated that one morning she was 325 mg/dl and another time her blood glucose was at 3 mg/dl. She has stiff person's syndrome. Customer stated that the insulin pump has beeped at night to alert her when her blood glucose goes low.